Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Customer had elevated blood glucose levels (400 mg/dl). Customer resumed insulin delivery and delivered a bolus to stabilize blood glucose levels.